Manufacturer narrative:
Health effect-clinical code: bacterial infection (staph aureus) health effect-impact code: surgical intervention (explantation of device) medical device problem code: patient device interaction problem (note: this code selected because patient had infection after having implant placed, but this may not be a device problem.) Type of investigation: though device was not returned, implantech performed a review of production records and trend analysis. (No errors or omissions were identified which might account for the reported event.) Investigation findings: no device problem found. Investigation conclusions: infection is a known inherent risk of this kind of surgical procedure, and the event is addressed in the product labeling.

Event description:
Complainant reported that patient had chin implant explanted after slightly more than 4 months due to infection. About 14 weeks post-op, the patient reported swelling. A cyst at the site was drained and cultured, and staph aureus was identified. Patient was treated with oral bactrim which briefly resolved symptoms, however the cyst came back (redness and swelling). It was cultured again and staph aureus was identified. Shortly after, device was explanted. Reporting physician's office now indicates symptoms appear to be resolved.